Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that he was hospitalized for high blood glucose levels for three days on (B)(6) 2018 due to faulty infusion sets and possible under-delivery of insulin. The customer stated that when he changed his infusion set, the tubing was detached from the quick release and was not clicking properly. The customer current blood glucose level was 9 mmol/l. The customer reported that his blood glucose level was 45 mmol/l at the time of hospitalization. The customer reported symptoms related to the high blood glucose levels included nausea and vomiting. The customer stated that he tried to give himself bolus with insulin pump, but it did not work for him. The customer stated that he ended by calling the hospital was taken by ambulance to the hospital where he was admitted for three days. It was reported that the customer was released from the hospital after the three days. The customer was treated with intravenous drip at the hospital. The customer stated that the insulin pump received insulin flow block alarm. Troubleshooting was performed. It was reported that the issue was resolved after the infusion set change. The customer was advised to return the infusion set for analysis. It was reported that the customer had already discarded the faulty product. Product is not expected to return for analysis. Additional device related incidents : reservoir ((B)(4)); infusion set ((B)(4)).